Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a retainer ring came off and super glued it back on. The customer stated that the reservoir was locked in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and p-cap/reservoir locked properly in place. Device received with serial number label damaged/faded. No damage to the reservoir tube lip or retainer noted. Device received with scratched case. Device not received with original battery cap. Battery cap cracked/damaged unknown. (B)(4).